Event description:
It was reported that non-sustained lead noise was observed. A review of an episode revealed that rhythm on the strip appears to be a sinus rhythm with premature ventricular complexes. The device was intermittently undersensing the premature ventricular complexes on the discrimination channel, causing different v-v intervals for comparison. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.